Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
New information on (B)(6) 2014 notes: it was reported that lead exhibited loss of capture.

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced.